Manufacturer narrative:
The nurse did not operate the prismaflex control unit according to instructions provided on the prismaflex display and in the operator´s manual. Not following provided instructions resulted in a blood loss. It is clearly stated on the prismaflex display and in the operator´s manual to disconnect the patient from the set, clamp all lines and unload the set by pressing the unload softkey. It is unknown if the blood loss caused or contributed to the hypotension and cardiac arrest. A gambro technician inspected the prismaflex® control unit after the reported event. No deviations were identified. The prismaflex® control unit operated according to specification. The prismaflex® control unit is back in clinical with no further issues. There is no data to reasonably suggest that the prismaflex® control unit malfunctioned in the reported event. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
On (B)(6) 2013, after an uneventful 12 hour run, the nurse ended treatment without disconnecting the patient from the filter set or clamping the access line. After an undisclosed amount of time, the patient became hypotensive and experienced a cardiac arrest. The nurse began the procedure of disconnecting the patient when she realized the filter set and solution bags had been filling with blood. The estimated blood loss was ¿a few hundred cc.¿ the patient¿s access catheter was immediately clamped; and the filter set was disconnected. The patient was successfully resuscitated. Crrt was later resumed. The patient care manager stated there was no indication of a problem with the prismaflex control unit.